Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4).

Event description:
Additional information was received: it was reported that the harvested graft was completely shredded and unusable and an additional graft was taken from the patient.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6), 2017, it was reported that the meshgrafter was very difficult to open and close when the cutter bar was in place. Dr. Scilley has used this several times, and it has been difficult to open and close and to crank the skin through. On (B)(6), the skin was completely shredded upon passing through the mesher. The carrier boards were inserted correctly. He attempted to mesh 2 pieces of graft, with the same results. We then opened a second zimmer meshgrafter, and skin was successfully meshed. On (B)(6) 2017, it was clarified that the event occurred (B)(6), 2017 during surgery. The device was always tight to open and close, but worked ok for the first 3 uses. The surgeon has used a zimmer mesher in the past; this was not surgical technique or user error. The harvested graft was completely shredded and unusable so additional graft harvests were required. The cutter bar was correctly installed and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet as the device is new. There was another device used to complete the procedure and there was no adverse event associated with the failure. There was no extension or delay to the surgical procedure and there was no harm to the operator. The surgical technique for the device was utilized. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on june 20, 2017 revealed the device had a bent comb therefore the calibration and sample graft pre-test could not be performed. The roller was also damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller and damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the meshgrafter was very difficult to open and close when the cutter bar was in place¿ was confirmed since during the initial inspection it was noted that the device had a bent comb that led to the reported event. The reported event was confirmed since during the initial inspection it was noted that the device had a bent comb that led to the reported event. While during the initial inspection it was noted that the device had a bent comb that led to the reported event, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation revealed that the device had a bent comb.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4).

Event description:
Additional information was received: it was reported that the harvested graft was completely shredded and unusable and an additional graft was taken from the patient.